Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). X-ray imaging revealed the lead was in the right atrium. The lead was repositioned. The lead remains in use. No additional adverse patient effects were reported.